Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that a syringe adapter tubing set separated in the nicu during patient use. There was no report of patient harm.

Event description:
The customer reported that a syringe adapter tubing set separated in the nicu during patient use. There was no report of patient harm.

Manufacturer narrative:
Patient age and dob requested but not provided. The event reportedly occurred in the nicu; therefore it is presumed that the patient was a neonate.

Manufacturer narrative:
The customer¿s report that a syringe adapter tubing set separated was confirmed. Visual inspection observed that the pump chamber upper fitment of the set was broken off at the bottom of the set¿s vented spike. Part of the vented spike¿s connection pivot was inside the upper fitment. No tool/stress marks were observed on the upper fitment. Further visual inspection of the broken pivot surfaces under magnification observed evidence of possible degradation of the acrylic surfaces. Functional testing was not performed due to the damage to the vented spike of the set. The root cause of a syringe adapter tubing set separated was not able to be definitively determined. The probable cause of the damage is external leverage force being applied at the pivot location.

Event description:
The customer reported that a syringe adapter tubing set separated in the nicu during patient use. There was no report of patient harm.